Manufacturer narrative:
This report is being updated to provide investigation results. New information is reported in h4, h6, and h10. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: if combinations of equipment other than those shown below are used, the full responsibility should be assumed by the medical treatment facility. Such combinations do not only allow the equipment to manifest their full functionality but may also imperil the safety of the patient and medical personnel. In addition, the endurance of the video system center and ancillary equipment is not guaranteed. Troubles caused in this case are not covered by free-of-charge repair. Be sure to use the equipment in one of the recommended combinations. Conclusion: it is concluded that there was no abnormality in the subject device and the reported issue was caused by the user making an incorrect connection of the video cable, cv-190, and the oev262h.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. The user called olympus customer service and was able to troubleshoot and resolve the situation while on the phone. It was determined during the call that someone had connected the device cable to the incorrect port, once this was corrected, the issue was resolved. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reporting while preparing an evis exera iii video system center for use, there was no image when connected to an olympus camera. There was no patient impact related to this occurrence.